Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure it was noted that there was a hole in the shaft of the device. The 90% stenosed lesion was located in a non calcified and moderately tortuous shunt vein. The f/g, sterling, mr, 6.0 x 60/135 (4f) balloon was used to dilate the lesion. On the 5th inflation the balloon was unable to be inflated. It was noted that contrast was leaking from the shaft. It was noted that there was a hole in the shaft of the device. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.